Manufacturer narrative:
Device analysis found that the condition of the returned unit was potentially related to the complaint incident. A visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on the proximal edge were raised vertically. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was received tightly wrapped and had not been subjected to any positive pressure. The returned device was connected to an inflation unit. The inflation device was pressurized to 12 atm's and 14 atm's for 60 seconds and then deflated. No issues were noted with inflation or deflation of the device. No additional product analysis or external evaluations were performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.

Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary stenting treatment procedure, a malfunction occurred. No patient injuries or complications were occurred. Device analysis found damage to the stent.